Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional products: d1: waist pack d4: lot#: unk d9: yes, return date: 16-oct-2020 h3: yes dev rtn to MFR? Yes h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: device code(s): a0414 h6: FDA method code(s): b01 h6: FDA results code(s): c0601 h6: FDA conclusion code(s): d11 product event summary: two waist packs (lot numbers unknown) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the first waist pack revealed that the battery's pocket strap loop seam was damaged. Failure analysis of the second waist pack revealed that the seams around the controller and battery pocket were damaged. As a result, the reported damaged controller pocket was confirmed on one waist pack. The most likely root cause of the observed damaged seams on the waist packs can be attributed, but not limited to wear and/or to the handling of the packs. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Heartware ventricular assist system ¿ waist pack. Model#: 2050, catalog#: 2050, expiration date: unk, lot#: unk, UDI #: asku. Device available for evaluation: no, mfg date: unk, labeled for single use: no. (B)(4). Additional information has been requested regarding the lot numbers of each waist pack of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two waist packs were damaged at the controller pocket. The waist packs were exchanged. No patient complications have been reported as a result of this event.